Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge onto pump despite having sufficient usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area, attempted to reload same cartridge without success, then followed technical support guidance to fill and load new cartridge using proper technique, after which cartridge loaded successfully and insulin delivery resumed.